Manufacturer narrative:
Based on the analysis performed by an olympus microbiologist the following five potential causes could not be ruled out as the source of the positive bronchoscopy specimens. Improper reprocessing of the suction cleaning adaptor, environmental contamination of the bronchoscope during storage, patients were positive for aspergillus, bronchoscopy specimens were contaminated during handling, bronchoscopy specimens were contaminated during laboratory testing. The risk associated with 1-3 of contaminating future bronchoscopy specimens can be directly mitigated by either procedural or facility modifications. The facility implemented corrective action to address potential environmental contamination during storage by installing acrylic cabinets to isolate their bronchoscopes. No corrective actions for reprocessing suction cleaning adaptor or an alternate approach to minimize contamination during sample handling, have been provided by the facility. The two bronchoscopes in questions were returned to olympus for evaluation. The evaluation results are as follows: bf-160 with serial number (B)(4) - the investigation revealed a build-up of a whitish stain on the k-mount unit wall and on the suction mouthpiece wall. The build-up could be attributed to insufficient cleaning. The biopsy channel was found to be kinked approximately at 18 cm from the distal end, and there were scratches noted on the biopsy channel wall at the bending section area. One of the light guide lenses was found to be recessed into the distal end cover. These findings are attributed to physical damage. The biopsy channel damage could potentially compromise the ability to adequately reprocess the bronchoscope. Bf-160 with serial number (B)(4) - the internal components of the biopsy port was examined using a borescope, and a discoloration (red/white staining) on the c-mount wall, and k-mount unit wall. Further inspection of the biopsy channel also revealed a white stain on the channel wall near the distal end cover. In addition, when the suction channel was inspected there was evidence of white staining on the channel. The bending section cover glue was found discolored and peeling. There were no issues found with the endoscope. The exact cause of the reported event could not be determined; however, failure to follow reprocessing steps could be a contributing factor.

Event description:
Oca undertook a retrospective review of its MDR files for the period of (B)(6) 2005 to (B)(6) 2015. Based upon this review, we are submitting this MDR to separately account for each of the six patients involved in this event. The hospital reported two olympus bronchoscopes (model# bf-160) were used on six patients that developed infections. It is unknown which scope was used to examine the patients. The serial numbers of the bronchoscopes are (B)(4). The infections occurred over a four month period. The hospital cultured the scopes, which tested (B)(6) for the same organism as the patient's bronchial lavage samples (bal). The hospital reported two patients were treated; however, only one patient had shown symptoms of infection. The method of treatment was not disclosed. All patients have reportedly made a full recovery. Please cross reference MFR. Report numbers: 8010047-2005-00035, 8010047-2005-00040, 2951238-2016-00110, 2951238-2016-00111, and 2951238-2016-00113 to account for the six patients as referenced in the original report. The initial two reports will be supplemented to cross reference the six associated infection complaints: 8010047-2005-00035 and 8010047-2005-00040.